Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material over the distal markerband. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.